Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report 1627487-2011-09374. The pt received the scs system including three percutaneous lead (two from one lot and one from a second lot) on (B)(6) 2010. It has been reported the pt was in an automobile accident and since she has to increase the amplitude on her programmer in order to feel the stimulation. A reprogramming session is pending in order to resolve the issue. No further info is available at this time.